Event description:
Brush heads keep falling off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushheads, version unk keep falling off in her mouth. She has had the toothbrush handle for about 15 years, and it has never been dropped. She uses colgate toothpaste. No symptoms developed.

Manufacturer narrative:
Return of prod has been requested. Prod not provided by the reporter therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.